Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient's right leg on the side where the impella was placed, was cold and saturated. To resolve this issue a fem-fem was placed for distal leg perfusion. Additionally, it was reported that the staff was unable to increase the impella flows above p5 due to suction events. A tte (transthoracic echocardiogram) shows the position of the pump was debatable. Since there were no other issues, the team decided not to reposition the pump. The resolution for the low flow issue is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.